Event description:
Reporter used patch and received burn the size of a half dollar. She saw her doctor and he diagnosed as skin ulcer and prescribed silvadene cream for treatment. Burn has healed, but she is concerned that it may leave a scar.